Event description:
A customer contacted beckman coulter inc. (Bec) reporting that quality control for valproic acid (vpa) - lot # m011635 was not meeting specification (low) on the unicel dxc 800 pro synchron chemistry analyzer. The customer replaced the reagent and qc was back to specifications. The customer retrieved previously-run patient samples and rerun to confirm the result accuracy, back to the last acceptable control run (dated back from (B)(6) 2011). This report documents the results generated on (B)(6) 2011. Per the rerun data, the customer found multiple patient samples have higher results when repeated. The laboratory director reviewed the data and did not feel that the incorrect results would affect patient treatment. Therefore, there was no amended results. The results provided by the customer are shown. Patient treatment has not been impacted in this event.

Manufacturer narrative:
Controls were run before and after this incident. The controls ran after this incident, for level 1 qc were out of 3 standard deviation (sd), using vpa reagent lot m011635. The customer is currently using a new reagent lot (m104131). A bec field service engineer (fse) was dispatched on (B)(6) 2011 and observed that the instrument was generating reagent a probe motion errors. The fse returned on (B)(6) 2011 and replaced multiple hardware components, performed probe alignments, calibration and run qc, which resolved the issue. Root cause is unknown for this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2011-05311; 2050012-2011-05312.